Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report received from a healthcare professional, on 20-jan-2025 regarding the 14 mm x 26 mm max arthroscopic cutter and 14 mm x 26 mm maci cutter kit, along with the 15mm x 4cm cannula assembly. On (B)(6) 2025, an arthroscopic maci implantation was performed. The patient was prepped with arthroscopic kitted device (14 mm x 26 mm max arthroscopic cutter and 14 mm x 26 mm maci cutter kit, lot number: 75hd2871, expiration date: 21-jan-2025). During the surgery, the instrument was stuck and part of the cutting mechanism, at the end of the arthroscopic cutter, broke off (pt: device breakage). It was reported that the surgeon was able to retrieve it through the cannula (15mm x 4cm cannula assembly; lot number: 75dd7498, expiration date: 21-jan-2025). The cannula dam became leaky during the procedure and afterwards, the water was flowing out of the dam throughout the case (pt: device leakage). A new cutter was opened, but eventually, the case was converted to an open approach (arthrotomy) and completed successfully. No adverse event was reported. Additional information was received on 30-jan-2025 and processed with the initial. No further information was provided. Company comment: vericel has assessed the event of device leakage as non-serious, possibly related and expected per convention. The event of device breakage is assessed as serious (due to medical significance), possibly related and expected per convention the case qualifies as a 30-day MDR.

Event description:
The end of the arthroscopic cutter broke off [device breakage], water was flowing out of the dam [device leakage].